Event description:
Emt's responded to a person in cardiac arrest. The device was connected to the patient with disposable defibrillation/ECG electrodes and the analyze button pressed. According to the reporter, the device powered off then powered back on. A backup device was called for and used. No adverse affects to the patient were reported as a result of the alleged malfunction.